Event description:
During the surgery, the resigth module dis-engaged from its base. This is the second same problem within 10 days, problem was reported to zeiss multiple times and the final result was that it is within manufacturer's specs. We were able to accommodate the need in the operating room by re-attaching the module and allowing the surgeon to complete his surgery successfully.